Event description:
A customer reported experiencing a cartridge alarm 20 and noted that their blood glucose level was displayed as "high," though a specific value was unknown. They addressed the high blood glucose by administering a correction injection via multiple daily injections. Technical support confirmed that the alarm did not occur during the load process and decided to replace the pump, which was still under warranty. The customer did not require third-party assistance and was instructed to use multiple daily injections as a backup therapy. Technical support provided the customer with instructions for the storage mode and arranged for the shipping of a replacement pump with updated software, while also guiding them on returning the faulty pump.